Event description:
Customer initially reported that three children rec'd blisters after port wine stain removal laser procedure. Customer subsequently filed medwatch.

Manufacturer narrative:
The initial report to candela was for service in response to incidents of blistering pt's. Service replaced a broken delivery system fiber and made a minor adjustment to calibration. No factors were noted that directly related to the incidents of blistering. Further contact with the hosp did not provide further info in providing a cause for the incidents.